Event description:
It was reported that the pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Despite trying various wall adapters and cables, the issue persisted, so technical support decided to replace the pump. The customer had no backup therapy available and planned to contact their healthcare provider.